Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5057260) in united states on 05-nov-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. The consumer received the following concomitant medication: provera (medroxyprogesterone acetate), flexeril (cyclobenzaprine hydrochloride), zoloft (sertraline), daypro (oxaprozin), ativan (lorazepam), maxalt (rizatriptan), bentyl (dicycloverin hydrochloride), zestril (lisinopril), zyrtec (cetirizine hydrochloride), wellbutrin sr (bupropion hydrochloride), and symbicort (budesonide w/formoterol fumarate). Consumer reported it all started experiencing her pelvic region to be very itchy and discomforting including high and low levels of pain even after the 6 week post surgery of essure insertion. Following 3 months after the 6 week post surgery visit, consumer started to experience a metal/metallic taste in mouth which she was told for some time over and over again that it was an infection but most of the time no infection was found and she was given antibiotics. The antibiotics helped a very short time and the recurring nasty metal/metallic taste was back. Consumer did not know at the time that there was nickel in these coils. Her physician asked if she had a nickel allergy and she stated yes. She have been allergic to nickel since she was very young. The whole time her pelvic pain persists. She gained weight which she have been on a struggle to lose since having this product removed along with her right ovary on (B)(6) 2010. Consumer has lost count on how many uterine biopsies were done because of her pain. She has no longer had the metal/metallic taste. Unfortunately, she still have the chronic pain as well as having been diagnosed with severe chronic pain syndrome and severe fibromyalgia which symptoms didn't appear until after the essure insertion. The reporter mentioned the following event outcome life threatening, hospitalization, disability and permanent damage, however she did not provide further details. Product technical complaint investigation result was received on 25-nov-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. The device was removed (approximately 1 year after its placement). The reported event is listed in the reference safety information for essure. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, consumer's pain started in close temporal association with essure procedure. She also stated, after device removal, she was diagnosed with fibromyalgia. This condition could have been a contributory role in consumer's pain. Nevertheless, considering event's nature and given the positive temporal relation with essure insertion, causality with the suspect device cannot be excluded. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up information received on 12-jan-2016: follow-up attempts were done with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. The device was removed (approximately 1 year after its placement). The reported event is listed in the reference safety information for essure. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, consumer's pain started in close temporal association with essure procedure. She also stated, after device removal, she was diagnosed with fibromyalgia. This condition could have been a contributory role in consumer's pain. Nevertheless, considering event's nature and given the positive temporal relation with essure insertion, causality with the suspect device cannot be excluded. This case was regarded as incident, since device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.